Event description:
During a tubal ligation procedure, the surgeon claimed that the falope ring band applicator was defective and the second tube was transected.

Manufacturer narrative:
Device was received in position #2. The tongs moved smoothly and freely. Inner and outer tube distal ends are smooth and polished. Two bands were loaded onto the applicator as designed. Both bands deployed on the #1 trigger setting. It was observed that the trigger slide pin is not fully seated into place. The trigger slide compression spring is tight on the slide, compressed, but with little to no give. The trigger slide is a purchased sub assembly. Manufacturing would only attach it onto the sleeve and insert the pin. Trigger tube does not slide freely in the mating handle. Springs are tight on the trigger tube and can result in the springs remaining in a compressed state when allowed to relax. Actuation of the ring firing was verified to function as designed. Handle assembly did not slide freely, which could result in incorrect firing of the ring. The exact cause of how the second tube was transected cannot be determined at this time. The applicator did occasionally misfire both bands at the same time in firing position #1, but this may be due to the trigger tube assembly being stiff and worn.